Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-02892. It was reported during the patients lead l1/l2 lead revision procedure on (B)(6) 2020 (related manufacturer reference number: 1627487-2019-09401 and 1627487-2019-09401), the patients l3 and t12 lead migrated while physician was removing the other leads. Additional surgical intervention may be pending to address the migration.